Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "fish lip look" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of "fish lip look" as follows: warnings: "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting less than 7 days' duration." Physician instructions: "the physician should instruct the patient to promptly report to her/him any evidence of problems possibly associated with the use of juvéderm ultra plus xc."

Event description:
Patient reported that after injection with "juvederm," the patient experienced "fish lip look." It is unknown whether treatment was provided.